Manufacturer narrative:
Return device analysis confirmed the reported leak from the lock lever and the broken lock lever. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported broken lock lever appears to be a cascading event of the observed twisted lock lever shaft. The reported leak is a cascading event of the broken lock lever. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds), a leak was noted at the lock lever. The cap was tightened down however the leak persisted therefore the cap was removed and it was noted the lock lever was broken. The device was not used and there was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.